Event description:
The patient rec'd two scs leads from the same lot number. It was reported the patient's entire scs system was replaced. The patient complained his scs system was not working. The patient was not receiving effective stimulation therapy of all of his pain areas. It was found the patient's epidural leads had invalid impedances. Both leads were explanted and replaced. In addition, the patient's physician electively replaced the patient's scs ipg, and two peripheral (off-label) leads to give the patient all new equipment. There was no deficiency of the ipg or the peripheral leads. The patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.